Event description:
It was reported that both atrial and left ventricular leads had high thresholds. The atrial lead was capped and replaced, and the left ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.